Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt, the device was unable to obtain an ECG signal via electrode rads. Complainant obtained another device using the same electrodes to continue treating the pt. Complainant indicated the pt subsequently expired. Please ref medwatch report number: 1220908-2014-02553 for the second device used during this incident.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.